Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up and down arrow buttons were under responsive to user presses.

Manufacturer narrative:
Follow-up #1: date of submission: 06-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: unable to duplicate unresponsive keypad complaint. Keypad cover is undamaged, all buttons are responsive. Opened keypad cover, no contaminants found under contacts. Opened pump, no intermittent conditions observed on keypad flex connector. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.